Manufacturer narrative:
Per additional information obtained, there was no deviation from instructions for use in reprocessing steps for location where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the foreign material inside the light guide lens could not be identified. However, it¿s likely the cause is related to physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the forceps elevator could not be identified. The suggested event (foreign material inside the light guide lens) can be detected by handling the device in accordance with the following section of the instructions for use: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. The suggested event (foreign material at the forceps elevator) can be detected and prevented by the following sections of the instructions for use: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects inside light guide lens and forceps elevator has foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.